Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/07/2016. The fse found the sheath tubing to the bottom of the flow cell disconnected from the top of the sample peltier (temperature control module) causing the reported leak. The fse replaced the sheath tubing resolving this issue. Following the repair, the system was verified and validated. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a failing daily check result on a unicel dxh 800 coulter cellular analysis system while processing patient samples. During troubleshooting, the customer reported a fluid leak of approximately 2ml onto the floor of the laboratory. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.